Event description:
Approximately one month after uneventful cataract surgery with implantation of the crystalens, the patient's visual acuity changed from +3.25 sphere (preop) to -1.00 sphere postoperatively. Although the patient's best corrected vision remained unchanged from 20/25, the physician explanted the intraocular lens and replaced it with another crystalens iol. This event is being reported because the physician believes the iol did not function/move as intended.